Event description:
Reportedly, there was a broken wheel during movement and the machine fell down. Complaints involving the wheel falling off are reportable due to the potential for injury to the user and/or the patient, with the exception of those in which the cart was used inappropriately and there was no serious injury. While there is no reported indication that the cart was used inappropriately, and there is no allegation of adverse effect on the user or the patient, the potential for injury is present and therefore deemed reportable.

Manufacturer narrative:
Evaluation is performed in-situ and is anticipated but not received at the time of this report. Therefore, method, result and conclusion are not available and will be submitted in a follow-up. The device history record will be reviewed and the results will also be submitted in the follow up.